Event description:
It was reported the patient underwent a cat scan of their back. The scan showed that their pre-existing disc problem had a lot of calcification. They were prescribed baclofen for the spinal injury and leg pain. The patient had turned their stimulator off to see if the pain would dissipate.

Event description:
It was reported the patient still had concerns regarding their device or therapy but were working with their healthcare provider or manufacturer representative.

Event description:
It was reported the patient experienced a toe pulling sensation on the right side for two to three months. The patient also experienced right leg pain during the same time. The patient had been putting their weight on their left leg due to pain and was now in physical therapy to strengthen the right leg. The pain got worse as the days go on. When it rained, the patient could feel more stimulation and described it as a ¿biting¿ sensation. The patient programmer would not turn on. Replacing the batteries resolved the issue. While on the call, the patient was able to connect and lower stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va01jdv, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).